Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, graves' disease and hypothyroidism. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as ibuprofen and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and headache ("headache"), 29 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes,") and nausea ("nausea"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced alopecia ("alopecia"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, menstrual disorder, migraine, vaginal haemorrhage, heavy menstrual bleeding, rash, nausea, allergy to metals, depression, anxiety, headache, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, headache, heavy menstrual bleeding, menstrual disorder, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right: 2 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion,; on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, graves' disease and hypothyroidism. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as ibuprofen and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and headache ("headache"), 29 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes,") and nausea ("nausea"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced alopecia ("alopecia"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, menstrual disorder, migraine, vaginal haemorrhage, heavy menstrual bleeding, rash, nausea, allergy to metals, depression, anxiety, headache, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, headache, heavy menstrual bleeding, menstrual disorder, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right: 2 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion,; on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received. Reporters added, case became medically confirmed. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report